Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that there was redness at pocket site. Healthcare provider (hcp) re-tunneled and put a new ins in a different location. The rep interrogated the patient device, and everything appeared to be looking fine. The rep inquired on how patient would pair current controller with the new ins. Steps for clinician mode and pairing with set up new implant were reviewed. No further complications were reported/anticipated.